Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a c-section with the cut and coag set at 40/40, they saw a yellow flame come from the tip of the pencil. They removed the pencil from use. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 03/16/2016. Date of follow-up report: 09/01/2016. Evaluation of the concomitant forceez20 generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The incident pencil was not returned to covidien for evaluation.